Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a meniscal repair, the suture anchor device failed to release the second soft anchor. Intra-operatively, when attempting to deploy the second soft anchor, no clicking sound was heard and the soft anchor remained stuck in the device; the previously placed first anchor was subsequently removed. Attempts have been made and no further information has been provided.